Manufacturer narrative:
UDI related data quality updates only - 1. Only di portion of the UDI is known for the suspect plasmaflow device. Pi portion of the UDI was not reported and is unknown to manamed. 2. MDR originally filed as combo product, which did not match gudid. This MDR corrects that error.

Manufacturer narrative:
Because the reporter chose to remain anonymous, we are unable to interview them or get the device back for analysis. We are therefore unable to confirm that the device failed to meet its specifications in any way.

Event description:
On 14-sep-2023, manamed received notification of report mw5145189 via medwatch. The following problem description was provided in that report: "using the plasma flow dvt prevention device and noticed it inflated to become like a tourniquet and was compressing my leg causing me to turn it off. I referred to the instructions provided that said it had an audible alarm which did not work. I inflated the device again and it failed to alarm a second time." No health effect was reported. The problem description states the device "inflated to become like a tourniquet", but does not provide any further detail to explain what this means. The device is designed to inflate and apply 55mmhg pressure to the patient's limb. The problem description also states that the audible alarm did not work. The alarm is designed to go off only if the battery is low or if the device fails to inflate. Neither of these conditions appear to have been present in this situation so the alarm should not have gone off. Because the reporter chose to remain anonymous, we are unable to interview them or get the device back for analysis. We are therefore unable to confirm that the device failed to meet its specifications in any way.